Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced positioning / placement difficulty while attempting to place an right ventricular (rv) lead. It was also reported that the lead dislodged, tissue became stuck in the helix and exhibited a sensing problem as it "couldn¿t get a good his signal." The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. The analyst noted that tissue found on the helix could be contributed to the complaints of lead placement difficulty and electrical issues during implant procedure. But tissue on helix is not a lead performance failure. If information is provided in the future, a supplemental report will be issued.